Event description:
On (B)(6) 2008 a caller reported a patient was unable to be ventilated after a 7.5 mm hi-lo endotracheal tube was inserted. The patients 02 dropped and the patient was reintubated with another tube. Inspection of the tube showed a herniation of the balloon. The anesthesiologist pre-tested the cuff. The caller reported that the patient was ok and there was no patient harm.

Manufacturer narrative:
The lot number is unknown, and return of the hi-lo endotracheal tube for failure investigation has been requested. If the tube is returned and failure investigation results provide significant information, a follow-up report will be submitted.